Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the femur. The surgeon felt that the calcar planer was a contributing factor to the event as he recalls struggling with that device during the primary surgery. However, it was further reported that the patient fell post-operatively. This patient trauma likely also contributed to this event. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture sustained in a fall. A meridian stem, femoral head, and competitor liner were revised to a restoration modular stem construct with cables and sleeves, a biolox head, and a competitor liner (there are no allegations against the revised head). Rep confirmed that no further information will be released by the hospital or surgeon.